Event description:
During a pericardiocentesis procedure a perivac kit was selected for use. When the physician sutured around the catheter in order to fix it to the chest, the catheter was suddenly snapped and broke. The perivac catheter was exchanged for another and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The perivac kit was received by boston scientific for analysis. Visual inspection revealed that the catheter was broken in the middle. Additional testing under a high magnification microscope confirmed that the type of damage observed is consistent with a mechanical cut; consequently, confirming the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a pericardiocentesis procedure a perivac kit was selected for use. When the physician sutured around the catheter in order to fix it to the chest, the catheter was suddenly snapped and broke. The perivac catheter was exchanged for another and the procedure was completed successfully with no patient complications.